Event description:
Customer's mother reported customer was not able to get results on her freestyle flash blood glucose monitor and because of this she took too much medication, which resulted in the customer experiencing symptoms of hypoglycemia. Customer was transported to mount sinai hospital where she was diagnosed with severe hypoglycemia. She was given glucose, intravenous fluids and lantus to stabilize her glucose level. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted once investigation results are available.